Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio: 1.6, lab: 2.0. Blood draws performed 30 minutes apart on (B)(6)2010.

Manufacturer narrative:
Investigation pending.